Event description:
It was reported that the tray had a hole in it compromising the sterility of the product. Hole was found prior to opening the package.

Manufacturer narrative:
The sample was received and the reported issue is confirmed. Visual evaluation of the returned sample noted a hole (measured 0.5470") located in left side of the tyvek lid, over the "urologist's" printing. Further examination noted the hole in the left side of the tyvek lid appears to had been caused by the internal top tray. During examination when the tray was opened, it was noted that the internal top tray had positioned in the bottom tray from being in its original position in the middle. The damages observed on the side and in the bottom of the tray possibly indicative as if the tray had been beaten. There were no discrepancies found within the sealing process that could have caused the hole in the tray. The device history records were reviewed and no rejects were found. There were no mfg discrepancies found that could have contributed to the reported issue. The instructions for use were found to be adequate because it clearly specifies that the product is sterile unless package has been opened or damaged. (B)(4).